Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4)

Event description:
It was reported that the patient felt feverish in response to having a suspected allergic reaction to the lead material. Testing confirmed negative for infection. The lead was explanted and replaced. However, the patient developed symptoms as before and again a culture was negative for infection. The second lead was explanted and replaced. No further patient complications have been reported as a result of this event.